Event description:
The analyzer alerted the operator to possible sample abnormality. The user reported erroneously elevated white blood cell (wbc) value as a preliminary report awaiting verification. The doctor administered antibiotic therapy. The user performed manual differential and observed the presence of nucleated red blood cells (mrbc). The user manually calculated the corrected wbc value and issued a corrected report and informed the doctor. Antibiotic therapy was continued after corrected reports were issued. It cannot be confirmed if antibiotic therapy was based on the erroneously elevated preliminary wbc alone or if other clinical signs and symptoms warranted the treatment. There was no harm to the pt. The analyzer judged the sample as "positive" with interpretive program (ip) messaging alerting the operator to possible sample abnormality, requiring further verification prior to reporting. The analyzer performed within spec. The initial event was reported to (B)(4) on (B)(6) 2015 by (B)(6).